Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. Reportedly, when entering his carbs for a bolus, the numbers 0, 8, and 9 were intermittently greyed out and the issue would resolve when backing out of screen. There was no adverse impact to customer's blood glucose. During troubleshooting with tandem technical support the pump was functioning as expected.